Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): 1 pump leaks at the filter, 1 pump leaks at the tube, 1 pump did not infuse.

Manufacturer narrative:
(B)(4). We received three used, empty easypump ii lt (B)(4) without packaging (contaminated with a cytostatic agent). Sample 1: the received sample was subjected to a visual examination. Damages were not detected, however, we detected solution (liquid) and crystallized drug residues at the complete sample. In as-received condition the white clamp was closed but did not block the tube. Additionally, the empty sample was filled with nacl 0.9% up to 50% of its nominal volume and a leak test was carried out. After filling the pump and waiting for a while the pump was leaky at the connection of lla-cone (patient connector) and original wing cap. Further on the original wing cap was firmly mounted on the lla-cone (pt connector) and the easypump ii was taken to a leak test again. After a testing period of 3 hrs the easypump ii was not leaking anymore (white clamp still in as-received condition). The received sample meets our requirements. Sample 2: the received sample was subjected to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer, the sample was closed with a blue stopper of a competitor. After opening the top cap and removing the closing cone, we detected solution (liquid) instead of crystallized drug residues at the filling port (lli-cone). At the filter we did not detect any abnormalities (no liquid or crystallized drug residues). Further on we detected an air bubble inside the flow restrictor. Furthermore, we detected residues of fluid inside the lla-cone of the pt connector. Additionally, the sample was taken to a functional test respectively a leak test was carried out (particularly with regard to the filter because of the reason of complaint). After removing the blue stopper and waiting for a while, the pump worked (solution was running). Leaks were not detected. Furthermore we tested the flow rate of the received sample. (B)(4). During the test of the flow rate, we did not detect any leaks at the sample. The received sample meets our requirements. Sample 3: the received sample was subjected to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was still at the pt connector. After opening the top cap and removing the closing cone, we detected solution (liquid) instead of crystallized drug residues at the filling port (lli-cone). Furthermore, we did not detect residues of fluid respectively crystallized drug residues inside the lla-cone of the pt connector. The complete tube was not vented, the tube was empty. After removing the original wing cap and opening the white clamp the complete tube was immediately filled up to the pt connector (solution was running). Leakages were not. Furthermore, we tested the flow rate of the received sample. (B)(4). During the test of the flow rate we did not detect any leaks at the sample. The received sample meets our requirements. In this coherence we assess this complaint to be not justified. We have informed our production site accordingly. A f/u report will be provided after the statement is available.